Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the scope failed the leak test and this incident occurred during cleaning. The scope had the olympus mu-1 running to maintain pressure during cleaning. Reportedly, the rupture occurred during the final rinsing phase of the scope buddy plus. This event had no patient involvement.

Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera ii ultrasound gastrovideoscope ruptured during a leak test. According to the initial reporter, while inflating the scope during a leak test, the scope over inflated and ruptured. Reportedly, this event did not result in any injuries. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit¿s rupture was evident during the leak test. Additionally, the control body¿s adhesive was breaking off. The distal end was removed (because of the rupture). The ultrasound image had 3 broken elements present, and due to the fluid invasion, the image was still intermittent despite aeration. If additional information becomes available following the device evaluation, a supplemental report will be filed.